Event description:
Event description guidant received information that this boxed cardiac resynchronization therapy defibrillator (crt-d) exhibited a monitoring voltage of 2.97 volts. The box labeling showed the monitoring voltage at 3.25 volts. The device was not used and will be returned to guidant for analysis.